Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event was confirmed with photographs, medical records, and product received. Upon visual inspection the bearing has black scuffing on the outside radius and inside of the taper. Review of the medical records identified dislocation of the left hip arthroplasty. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to patient user error as the patient did not follow post operative precautions laid out by the surgeon as well as not following the instructions for use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The following sections were updated/corrected. Updated: a2, a4, b4, b5, b7, g4, g7, h2, h10.

Event description:
No further event information available at the time of this report.